Event description:
The customer stated that he was hospitalized with a low blood glucose reading of 24 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer stated that on the day prior to the event, the screen went blank on the insulin pump and then it came back on. The customer is not comfortable with the insulin pump because of what happened and asked to have it replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.